Manufacturer narrative:
It was reported that following manta deployment, an occlusion was observed via angiogram. Following balloon inflation, a large filling defect was observed alongside obstructed flow. A bare metal stent was placed to resolve the occlusion. Due to the lack of information provided, the root cause of the occlusion cannot be determined. It is suspected that the manta implant was either deployed partially in the vessel based on the filling defect observed. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Device history record (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The left common femoral artery measured 5.5 - 6.0 mm on CT review. Deployment depth for the manta vascular closure device (manta) was measured at 4.0 cm + 1.0 cm. The patient had severe calcification of the abdominal aorta, so the physicians used several large bore sheaths of incrementally increasing sizes to dilate the vessel safely. It was noted that slight resistance was experienced while advancing the procedure sheath beyond the iliac bifurcation. The tavr procedure was unremarkable. The manta was deployed at 5.0 cm depth using good technique. During deployment of manta, no bleeding was observed at skin level, which is atypical; hemostasis was observed at skin level. The first post-closure angiogram showed no flow across the access site. A vascular surgeon was called. The vascular surgeon advanced a wire from the contralateral access site across the occlusion and into the superior femoral artery (sfa). Additional access was obtained distal to the access site in the sfa. A balloon was advanced from the sfa to the occlusion and inflated for approximately one minute. After balloon inflation, flow was partially restored. However, a large filling defect was noted at the access site. As the contralateral wire was manipulated and pulled back, the occlusion, which appeared to be intravascular collagen, moved with the wire into the iliac artery. A secondary safety wire was advanced through the contralateral catheter and positioned behind the implant. A self-expanding bare metal stent was expanded next to the occlusion, and blood flow was confirmed with an angiogram. A balloon inflation was performed to further expand the stent. A small blush was noted at the access site, and a 5 minute balloon inflation was performed to achieve hemostasis. The patient was stable as of (B)(6) 2020.